Event description:
It was reported that the pump is alarming no disposable- pump won't run. Silenced, reviewed settings and powered the pump off. Patient does not want to remove cassette. Patient not affected. No additional information available.